Manufacturer narrative:
The reason for this complaint was a revision surgery after 23 days of patient use. The reason for the revision surgery was due to an improper implant selection in the primary surgery. Djo received the initial revised problem description on (B)(6) 2015, "patient received non-porous tibia and femur components. The patient should have received a porous coated implant. The surgeon revised with porous components." This product investigation is limited in scope since the product from the revision surgery was not made available to djo surgical for examination. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against a part from this lot. This event is deemed to be non-product related, no other conditions relating to this event could be determined with confidence. There is no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - unknown at this time.